Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently, blood loss was noted. The distal male luers of the tubing sets were connected to the patient's 22 gauge IV catheters and the proximal female luers of the tubing sets were connected to unspecified blood collection devices. After unspecified lengths of time in use, the customer contact reported that the connections of the male luers and the IV catheters were reportedly not sealed and unspecified amounts of blood leaked. It was also reported that air was drawn into the blood collection devices. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field.